Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user inadvertently initiated a fill tubing procedure while connected to the infusion set, then stopped before completing the press-and-hold action and was subsequently guided to exit and correctly perform a fill cannula; no alarms or alerts occurred. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user operating error during the cartridge and infusion set change workflow with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.